Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition the alleged incident occurred during step 3 of setup, at this time the previous stages were completed successfully and could be attribute that the end user could accidentally closed the clamp. The user guide states ¿clamp any line that is not connected to a solution bag. Keep the heater bag line (red clamp), drain line (yellow clamp), and patient line (blue clamp) open throughout setup and treatment¿. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after removing the tubing set from the cycler at the end of their pd treatment. The patient received an air detected in cassette alarm during drain 0 of 5 and fill 1 of 5 of treatment. The cause of the leak is unknown. The patient stated that there was no water in the cycler surface or inside the cassette door. The patient rebooted the cycler and cancelled the treatment and the power fail recovery failed. The patient was advised to re-setup the cycler with new supplies. Upon follow up, the patient confirmed the reported fluid leak was detected during fill 1 after receiving the alarm. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the original cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.